Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the cycler found no indication of a causal relationship between the product and the patient clinical event.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services due to alarms during treatment. Follow-up with the patient's wife indicated the patient cancelled treatment on the cycler and retained excess fluid (approximately 1800mls) throughout the day, which caused the patient to experience abdominal pain, shortness of breath, and diarrhea. The patient was able to resolve the issue, and felt better, upon draining the excess fluid the following afternoon. No medical intervention was required and no serious adverse event occurred. Additional information was received from the patient's nurse who noted that the patient had hernia repair surgery on (B)(6) 2016. A review of the patient's medical records discovered that the patient was diagnosed with a slowly enlarging and painful umbilical hernia on (B)(6) 2016, and had surgery to repair the hernia on (B)(6) 2016. The patient's nurse believed the patient's underlying history of hernia may have contributed to the patient's experience of pain while the fluid was dwelling in him. Additional medical records have been requested but have not yet been made available.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and the use of fresenius products and the hernia repairs. The patient's hernia was present prior to commencing peritoneal dialysis therapy. Hernia is a well-known complication from the increased abdominal pressure. The umbilical hernia repair was possibly related to peritoneal dialysis. The hernia complications were unlikely related to peritoneal dialysis and likely related to the procedure to reposition the catheter.